Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke. It was noted that all pieces were removed and the procedure was completed successfully.

Event description:
It was reported that the anchor broke. It was noted that all pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: after placing the anchor, pulling the thread and tightening, the anchor has broken and got out it from the joint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on anchor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.